Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that since (B)(6) 2019, the patient has been getting pain from the implantable neurostimulator (ins) in his back and the patient thought the ins was moving. It was noted that it was painful when he touched it and when he lied on his left side on the harder part of the mattress, it really hurt. The patient stated that on the night prior to the report, he ¿jumped¿ when he was lying in bed because he was lying on the left side and it felt like the ins moved, noting that he "could feel the device." The stimulation was turned off when lying down because the patient didn¿t feel pain then. When the patient sat up, he normally felt stimulation in his leg when he coughed but hadn¿t been noticing this. Even when the patient was walking, he could feel pain in the left side. It was confirmed that there were no reports of trauma/falls. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) to have the ins checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient doesn't know what happened that caused their ins to move. The doctor also didn't know. The patient was scheduled to have surgery on (B)(6) 2020. The patient thought their pain was from kidney stones, and they had surgery. The battery was still moving and the patient can't lay on their left side to sleep because it hurts. The patient will be having a new battery put in on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s surgery was cancelled due to the coronavirus, so the patient still has the old implantable neurostimulator in them. There were no further complications reported.